Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
There is evidence in the returned pad device memory of 23 events occurring between (B)(6) 2010. These events on the same day would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. It is likely the fault developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.